Manufacturer narrative:
The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. The stent remains implanted. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2020, a supera stent was implanted in the distal superficial femoral artery, without issue. On (B)(6) 2020, the patient presented with a cold limb. Thrombus and a non-flow limiting dissection were noted, distal to the supera stent. The patient was hospitalized, and tissue plasminogen activator (tpa) was administered overnight. Angioplasty was performed and a non-abbott stent was implanted. On (B)(6) 2020, the patient was discharged in stable condition. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed because the product was not returned for evaluation and the lot number was not reported. The reported patient effects of vessel dissection and thrombosis are listed in the supera instructions for use as known potential patient effects associated with the use of the device. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.